Event description:
A lifecor patient services representative (psr) called lifecor customer support and stated that upon receiving his system he noticed that he could not insert a battery pack entirely in the monitor. He stated he did not want to force it. He stated that the battery pack would only go in seventy-five percent. Support sent the psr a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Two pins were shorted together which caused the "adjust belt" alarms. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.